Event description:
A pharmacy technician from the account initially reported the device leaking around the access port noted in the pt's home. Product 2b8082 had been filled with 5fu and sent to a pt's home to be administered. No leak was noted at the time of filling or prior to infusion. Information subsequently received from the director of infusion is as follows: the home care pt involved was receiving their second cycle of 5fu chemotherapy via a cadd pump worn in a fanny pack. The infusion was started at 9am. Approximately 5 to 6 hours later, the pt noticed moisture on their clothing and found the fanny pack and pump full of solution. The pt handled the medical equipment and their wet clothing with ungloved hands. They did, however, take a shower immediately after removing the device. Five or six days following this event, they reported redness and excoriation on the inner aspects of both thighs extending to the groin area. In addition, the pt had been undergoing radiotherapy for their diagnosis of anal cancer. According to the radiation oncologist, the pt's radiation treatment was on hold for 2 weeks due to skin breakdown in the same areas as described previously. According to the visiting nurse, the pt was under the impression the skin breakdown, they experienced was a result of the 5fu leak. Their physician reportedly felt this was unlikely; but rather the breakdown was due to radiotherapy. The recommended treatment was to increase the aquapore cream they was already using from once to twice daily.